Event description:
Study: patient experienced worsening or exacerbation of pre-existing back pain in 2006. Catheter access port (cap) contrast study performed after 12 days. Side port myelogram performed on same day. Resolved without sequelae 17 days later.